Manufacturer narrative:
Following natus complaint procedure, natus performed the investigation. It was concluded that customer failed to follow the installtion instruction provided with the bracket kit. The bracket kit was installed properly however screw that tightens the bracket was incorrectly inseted and missed the t-nut slot which resulted in a lossening the screws. Natus field service employee sent onsite to install the bracket correctly.

Event description:
New ergojust bracket is coming loose and a screw was missing. Natus fields service employee was on site on oct 25th to inspect the bracket installation and observed that 1 screw was missing and other 3 screws were loose.